Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture in all configurations. This patient also stated that a few months ago they had a syncopal episode. The lead will remain implanted for now and a revision is planned for early next week.